Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to a defective charged coupled device unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the device displayed an occasional green screen. Furthermore, the following additional issues were identified during inspection: the image was inverted, there was occasional stripes on the image, the switch 3 did not work, the tesu board thermistor is defective, the video cable was damaged and scratched, the light guide cover glass was damaged, the front and rear light guide bundles were damaged, there was a broken light guide connector, and the grip was from a third party repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", had a blurry image. The issue was found during preparation for use for a therapeutic, laparoscopy procedure. The facility finished the procedure with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device occasionally displays a green screen. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.